Manufacturer narrative:
Date of event: estimated as the date was not provided. Implant date: estimated as the date of the implant procedure was not provided.

Event description:
It was reported via social media that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient experienced a stroke post procedure. The patient stated "mine lasted only until I had stroke."